Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and sutures were not returned. The insertion tube is bent at the distal end and has evidence of being handled by a sharp instrument such as a grasper. The nose cone which stabilizes the tube is missing. The cleat has been removed and not returned. A functional evaluation could not be performed due to the missing parts of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification form found certificate of analysis required with each shipment (include verify suture diameter & knot pull suture strength). A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inappropriate handling). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an glenoid labrum repair, after implanting the q-fix anchor and successfully triggering it, the suture of the anchor could not be detached from the shaft, and the shaft shook significantly, breaking during the process of pulling out the shaft. It was later removed after cutting the suture. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.